Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy') and haemorrhage in pregnancy ('bleeding with pregnancy') in an adult female patient who had essure (batch no. B93877, b94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included contusion of abdominal wall, abdominal pain, contusion of back, numbness, tingling, back pain, gravida ii and parity 2. Concurrent conditions included obesity, uti, flank pain, upper respiratory infection, right lower quadrant pain, pelvic pain, hashimoto's thyroiditis and left lower quadrant pain. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ketorolac since 2018, levothyroxine sodium (synthroid) from 2006 to 2019 and medroxyprogesterone acetate (depo provera) from august 2012 to july 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), inflammation ("inflammation") and headache ("headaches"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, back pain, abdominal pain lower, uterine pain and headache had resolved and the pregnancy with contraceptive device, haemorrhage in pregnancy and inflammation outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhage in pregnancy, headache, inflammation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: the patient was diagnosed with a small amount of free fluid in the pelvis and a 1.3 cm high left pelvic cyst near the left ovary.. Computerised tomogram intestine - on (B)(6) 2018: impression: trace free fluid in the pelvis. No evidence of acute appendicitis. Small hiatal hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. No evidence of nephrolithiasis, hydro nephrosis or hydro ureter. No CT ap stones or gross filling defect in the partially decompressed urinary bladder. 2. Small amount of free fluid in the pelvis. 3. Thickened endometrium correlation with menstrual cycle is recommended. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.; in (B)(6) 2014: result: everything was fine. It worked.. Salpingogram - on (B)(6) 2014: 1. Bilateral fallopian tube closure devices noted.. Ultrasound scan - on an unknown date: llq and rlq pain. Ultrasound scan vagina - on an unknown date: ultrasound revealed mildly enlarged uterus and a 1.1 x 1.1 x 1.2 anechoic structure in the left adnexa. Assessment: left lower quadrant pain, right lower quadrant pain, chronic pelvic pain in female, pelvic and perineal pain, other chronic pain, dysmenorrhea.; on (B)(6) 2018: follicular cystic changes of bilateral ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower,vaginal haemorrhage, pelvic pain female, dysmenorrhea, dyspareunia. Batch no : b93877, production date: 2013-11-07, expiration date: 2016-11-30. Batch no : b94869, production date:2013-11-14, expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Outcome of the event pain were updated. Event headaches were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy') and haemorrhage in pregnancy ('bleeding with pregnancy') in an adult female patient who had essure (batch no. B93877, b94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included contusion of abdominal wall, abdominal pain, contusion of back, numbness, tingling, back pain, gravida ii and parity 2. Concurrent conditions included obesity, uti, flank pain, upper respiratory infection, right lower quadrant pain, pelvic pain, hashimoto's thyroiditis and left lower quadrant pain. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ketorolac since 2018, levothyroxine sodium (synthroid) from 2006 to 2019 and medroxyprogesterone acetate (depo provera) from august 2012 to july 2014. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In november 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2015, the patient experienced migraine ("migraines / headaches"). In may 2016, the patient experienced fatigue ("fatigue"). In july 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain") and inflammation ("inflammation"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, abdominal pain lower and uterine pain had resolved and the pregnancy with contraceptive device, haemorrhage in pregnancy, migraine, dyspareunia, fatigue and inflammation outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhage in pregnancy, inflammation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: the patient was diagnosed with a small amount of free fluid in the pelvis and a 1.3 cm high left pelvic cyst near the left ovary.. Computerised tomogram intestine - on (B)(6) 2018: impression: trace free fluid in the pelvis. No evidence of acute appendicitis. Small hiatal hernia.. Computerised tomogram pelvis - on 25-jun-2015: impression: 1. No evidence of nephrolithiasis, hydro nephrosis or hydro ureter. No CT ap stones or gross filling defect in the partially decompressed urinary bladder. 2. Small amount of free fluid in the pelvis. 3. Thickened endometrium correlation with menstrual cycle is recommended.. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.; in october 2014: result: everything was fine. It worked.. Salpingogram - on (B)(6) 2014: 1. Bilateral fallopian tube closure devices noted.. Ultrasound scan - on an unknown date: llq and rlq pain.. Ultrasound scan vagina - on an unknown date: ultrasound revealed mildly enlarged uterus and a 1.1 x 1.1 x 1.2 anechoic structure in the left adnexa. Assessment: left lower quadrant pain, right lower quadrant pain, chronic pelvic pain in female, pelvic and perineal pain, other chronic pain, dysmenorrhea.; on (B)(6) 2018: follicular cystic changes of bilateral ovaries.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower,vaginal haemorrhage, pelvic pain female, dysmenorrhea, dyspareunia. Batch no : b93877,production date: 2013-11-07, expiration date: 2016-11-30. Batch no : b94869 production date:2013-11-14 expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy') and haemorrhage in pregnancy ('bleeding with pregnancy') in an adult female patient who had essure (batch no. B93877, b94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included contusion of abdominal wall, abdominal pain, contusion of back, numbness, tingling, back pain, gravida ii and parity 2. Concurrent conditions included obesity, uti, flank pain, upper respiratory infection, right lower quadrant pain, pelvic pain, hashimoto's thyroiditis and left lower quadrant pain. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ketorolac since 2018, levothyroxine sodium (synthroid) from 2006 to 2019 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain") and inflammation ("inflammation"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, abdominal pain lower and uterine pain had resolved and the pregnancy with contraceptive device, haemorrhage in pregnancy, migraine, dyspareunia, fatigue and inflammation outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhage in pregnancy, inflammation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: the patient was diagnosed with a small amount of free fluid in the pelvis and a 1.3 cm high left pelvic cyst near the left ovary.. Computerised tomogram intestine - on (B)(6) 2018: impression: trace free fluid in the pelvis. No evidence of acute appendicitis. Small hiatal hernia.. Computerised tomogram pelvis - on (B)(6) 2015: impression: no evidence of nephrolithiasis, hydro nephrosis or hydro ureter. No CT ap stones or gross filling defect in the partially decompressed urinary bladder. Small amount of free fluid in the pelvis. Thickened endometrium correlation with menstrual cycle is recommended.. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.; in (B)(6) 2014: result: everything was fine. It worked. Salpingogram - on (B)(6) 2014: 1. Bilateral fallopian tube closure devices noted.. Ultrasound scan - on an unknown date: llq and rlq pain.. Ultrasound scan vagina - on an unknown date: ultrasound revealed mildly enlarged uterus and a 1.1 x 1.1 x 1.2 anechoic structure in the left adnexa. Assessment: left lower quadrant pain, right lower quadrant pain, chronic pelvic pain in female, pelvic and perineal pain, other chronic pain, dysmenorrhea.; on (B)(6) 2018: follicular cystic changes of bilateral ovaries.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower,vaginal haemorrhage, pelvic pain female, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: abnormal bleeding (vaginal, menorrhagia), migraines / headache, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: back and pelvic, fatigue, lower abdomen pain, uterus pain, inflammation, pregnancy, bleeding with pregnancy, device ineffective. Lot number was added. Event outcome was added for the events: pain: back and pelvic, lower abdomen pain, uterus pain, cramping, abnormal bleeding (vaginal, menorrhagia). Concomitant drugs, historical conditions, concomitant conditions, lab data and reporter's information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.